Event description:
Adverse event(s): "change in vision" (vision, impaired). Product problem(s): "anterior capsular opacification" (no code available [iol (intraocular lens) implant]. A surgeon reported that an intraocular lens (iol) was exchanged. The patient had iol implant surgery in 2001. The patient's visual acuity following iol implant surgery was noted to be 1.0 (20/20). Later, the patient had been noted to have anterior capsule opacification. The patient recently underwent iol implant surgery in the fellow eye. Following this procedure,the patient noticed it was more difficult to see with this eye. The patient has a history of parkinson's disease (pre-existing). The surgeon felt the patient's symptoms might be related to light scatterings. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested. (B)(4)